Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Root cause: run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. Review of the run data file showed that platelets did exit the lrs chamber later than expected and were collected at a lower collect concentration than predicted. It¿s only towards the end of the procedure that the platelets were collected at the expected collect concentration. The rbc signal showed a more scattered signal than normal, therefore, it is possible, though not conclusive that wbcs escaped the lrs chamber due to a disrupted steady state of the system. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant change in the reflectance values. In this procedure, tbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore the run data file reported that the platelet product could be labeled as leukoreduced. It cannot be ruled out that this leukoreduction failure is donor related.

Manufacturer narrative:
Investigations: the run data file (rdf) was analyzed for this event. Run data file analysis did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this procedure. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. Review of the run data file showed that platelets did exit the lrs chamber later than expected and were collected at a lower collect concentration than predicted. It¿s only towards the end of the procedure that the platelets were collected at the expected collect concentration. The rbc signal showed a more scattered signal than normal, therefore, it is possible, though not conclusive that wbcs escaped the lrs chamber due to a disrupted steady state of the system. As the rbc detector cannot count the cells passing by, in order to generate a ¿potential wbc contamination detected¿ message, the rbc detector must see a significant change in the reflectance values. In this procedure, tbc detector reflectance signals did not indicate that wbcs were escaping the lrs chamber. Therefore the run data file reported that the platelet product could be labeled as leukoreduced. It cannot be ruled out that this leukoreduction failure is donor related. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.